Event description:
It was reported a stent was implanted into a dog. Post-necropsy the stent exhibited fractures. No further info has been disclosed at this time.

Manufacturer narrative:
Event date: unk. Expiration date: unk as batch number was not disclosed. Implant date: unk. Device manufacture date: unk. Relates to 515 for the reported event of stent fracture.